Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drips of insulin were not observed to be exiting the infusion set tubing during the load fill tubing process. Multiple cartridges and infusion sets were changed, and customer successfully resumed insulin delivery. Customer's blood glucose level ranged from 200mg/dl to 400 mg/dl.